Manufacturer narrative:
Qn#: (B)(4). The customer returned 46 unopened representative samples for evaluation. A visual exam was performed and no defects were observed. All 46 samples were functionally tested and no issues were encountered. Air was flowing without any obstruction issues. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with any of the returned representative samples.

Event description:
Customer complaint alleges "no oxygen can be supplied since the tubing is blocked." Alleged issue reported as detected during use. No report of injury or harm to the patient.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record investigation shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the device sample involved on this complaint. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges ""no oxygen can be supplied since the tubing is blocked." Alleged issue reported as detected during use. No report of injury or harm to the patient.